Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 9042812; common device name: drg lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 9042812; common device name: drg lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 9168220. Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation from the system. Surgical intervention was undertaken on (B)(6) 2023, where a secondary system was implanted to improve coverage.